Manufacturer narrative:
Device evaluation: visual analysis, leak test, and microscopic analysis of the returned device identified: flat crease, brown particles, two sharp openings (a dimension measurement in the shell was performed which identified the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is two sharp openings assessed as unidentified(tear) opening. Reason for reoperation: deflation. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and "patient¿s concern with the product". The device was explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: na.

Event description:
Healthcare professional reported deflation and "patient¿s concern with the product". The device was explanted. This record is for the left side.